Event description:
The device was used during a pneumonectomy procedure. Reportedly, some bleeding occurred. The surgeon manually sutured to complete the procedure. The hosp has reported no pt injury occurred.